Event description:
New information received notes that the lead also exhibited an increase in capture threshold. The device reached eri and the physician determined that the patient was no longer in need of a defibrillator. The patient elected not to have his device replaced. The device was programmed to vvi with high voltage therapies off. The patient was asymptomatic throughout the event.

Event description:
It was reported that the patients lead impedances has increased. The patient will continue to be monitored via merlin.net. No further information is available.

Manufacturer narrative:
.